Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that cerebral vascular accident and device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During the routine 45-day follow-up computed tomography (CT) scan, imaging appeared normal and the patient continued on plavix and aspirin. The patient stated that during the routine seven (7) month follow up performed by phone, they were cleared to stop plavix. The patient stated that 16 days later, they experienced an occipital lobe stroke that caused some permanent vision loss. The follow up scans showed that the patient's left atrial appendage (laa) had not fully sealed, and that a leak was present. The patient was placed back on eliquis.

Manufacturer narrative:
B3: event date is an approximate date as the actual event date is not known.